Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the user was stapling the pulmonary blood vessel with a stapler sureform 45 installed with a white reload when the blade deviated from the blade track and became stuck on the reload wall resulting in an improper fire. The user noted that the reload stopped in front of the blood vessel. A backup instrument was used to complete the surgical task. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the stapler sureform 45 white reload involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. The reload was found to have a firing failure based on log review and inspection observed that the blade was lodged within the knife track. The reload was observed to be partially fired. The reload was disassembled and the cartridge appeared to be damaged within the knife track. The damages within the knife track were observed to be near the location of the firing failure. The root cause is typically associated to mishandling / misuse. A review of the logs was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The logs show stapler instrument was installed on the system 8x and fired 8 reloads (3 white, 1 green, 4 black, in that order). On installs 1, 3-5, and 7-8, the first clamp was successful and the firings were completed with no pauses for compression. On install 2, the system failed to detect the reload color, and the user manually selected the white reload via the gui on the ssc touchpad. The first clamp was completed, but was followed by a firing failure, stopping at ~41% completion, after a duration of 13 seconds. Max torque during the firing was recorded as 694 n. On installs 3 and 4, the system again failed to detect the reload color and the user manually selected the white and green reloads, respectively. On install 6, there were two completed clamps, and the firing was completed with 1 pause for compression. There were no incomplete clamps or incomplete unclamps by this instrument. There were no stapler related errors in the msc logs for this procedure. The probable root cause of reload damage is associated to high firing torques, which can result from firing on challenging tissue (e.g., tissue condition) or hard objects (e.g., staples). This complaint is considered a reportable event due to the following conclusion: it was reported that the sureform 45 instrument installed with a white reload exhibited an issue when used for a stapling a blood vessel. Complaint is ambiguous and it is unknown if the staple line was incomplete. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The stapler sureform 45 white reload involved with this complaint was evaluated further by the advanced failure analysis (afa) team. The failure analysis engineer (fae) confirmed that the blade was not exposed and the cutting edge was facing sideways instead of distally. The knife edge appeared to be wedged into the left side of the knife slot. The reload was disassembled and the cartridge t-slot that the knife base travels along exhibited severe damage, with the more severe damage observed on the left side. The knife was found to be angled sideways and had a bent left leg. The shuttle was found broken where the knife was seated. Additionally, damage was observed towards the tip of the knife. Evidence suggested that the knife may have experienced an unexpected load from the top and/or side during firing, which caused the one leg to meet with the cartridge wall, bend, and eventually become lodged in the cartridge t-slot early on in the firing. Logs showed firing completion percentage with this reload was ~41%. The I-beam likely kept pushing the shuttle forward, and at some point the knife likely began to rotate while simultaneously moving forward, causing more damage to the cartridge t-slot and shuttle. Eventually on the knife rotated a certain amount, the cutting edge lodged into knife slot, which likely caused the fire force to spike, leading to the failure at ~41% completion. Logs showed the firing force was near the limit. Damage observed to reload components is likely due to firing across an obstruction or encountering high resistance, leading to damage to multiple components. This failure is typically attributed to mishandling/misuse. Follow-up was performed with the customer and additional information was obtained. The event occurred when the surgeon was stapling the pulmonary artery. When the issue occurred, the reload was removed and exchanged for a new one. No further actions were required. The customer noted that the firing sequence was interrupted, but also that there was a failure to fire. It was unknown if tissue was pushed within the jaws. It was unknown if the event involved the reload deploying staples unexpectedly, but there were no malformed or unformed staples. The procedure was completed robotically and there was no patient injury.